Manufacturer narrative:
The patient remains ongoing with the manufacturer's clinical trial lvad. The explanted device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time.

Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the equipment coordinator that the patient was experiencing symptoms indicative of pump end of life, including excessive motor dust in the vent filter. A decision was made to replace the lvad with the manufacturer's clinical trial lvad.